Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 20 days post-operatively, the suture did not absorb. It affected the incision healing. The suture was removed after ten days, and the incision healed in about five days.